Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have damage of the conductor wire insulation at the yaw pulley location. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument's wire in the tip had a damaged plastic. Discovered at the sterilization center when the instrument was inspected. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the issue was discovered prior to reprocessing. The instrument was inspected prior to use and nothing out of the ordinary was detected. The wire was exposed due to the damaged insulation. The cable was presumably intact. There was no loss of cautery and no signs of thermal damage at the damage insulation site. The reporter was not able to determine if the instrument collide with any other instrument or tool during the procedure. The procedure was completed with the same instrument. The damage is very small, and they were able to detect issue with magnifier.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation.